Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples. No failure was found.

Event description:
It was reported that the pn relion 31g x 6mm 3b tw experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no: 320617; batch no: 0140337. Consumer reported that the pen needles will not attach to the pen. Consumer stated that he attaches the needle by snapping them on to the pen, he said that is the way that he did it in the past. I advised consumer that the needles must be twisted on to securely attach rather than snapping them on. He tried attaching the needle while on the phone and it worked. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn relion 31g x 6mm 3b tw experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no: 320617, batch no: 0140337. Consumer reported that the pen needles will not attach to the pen. Consumer stated that he attaches the needle by snapping them on to the pen, he said that is the way that he did it in the past. I advised consumer that the needles must be twisted on to securely attach rather than snapping them on. He tried attaching the needle while on the phone and it worked. Date of event: unknown.